Event description:
A (B)(6) y/o male pt underwent aortic root/valve replacement (B)(6) 2013. In (B)(6) 2015, pt began experiencing health issues. In (B)(6) 2015, CT showed fluid collection behind sternum and around aorta. Fluid was aspirated with negative cultures on (B)(6) 2015. Persistent sternal wound drainage for approx 2 months. In (B)(6) 2015, pt experienced worsening of symptoms and multiple diagnostic tests. On (B)(6) 2015, pt was transferred out to a higher level of care. On (B)(6) 2015, CT of chest showed small abscess adjacent to aortic graft. CT results consistent with aortic graft infection and perigraft abscess. (B)(6) 2015, returned to (B)(6) health for palliative care and expired 4 days later. On (B)(6)2015, received courtesy call from (B)(6) that they were auditing charts of pts with (B)(6) and this pt had surgery at our facility. On (B)(6)2017, received confirmation from (B)(6) that cultures of the heater - cooler device match the strains in the nationwide outbreak.